Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.(B)(4):the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a replacement g-tube was used during a replacement procedure, (the exact procedure date and upn are unknown) according to the complainant, post procedure five weeks after the placement, the tube came out of the patient's stomach while sleeping. The balloon had apparently popped. A catheter was used as a temporary replacement until a new g-tube could be placed. Five days after the balloon fell out a visiting nurse used another manufacturer's device to complete the replacement. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.